Event description:
It was reported that an over infusion occurred with the following details: drug patisirian in 200 ml bag empty when device said 60 ml had infused. This was reported to bd representatives during site visit. There was patient involvement, but no harm.

Manufacturer narrative:
Root cause: the root cause for the reported issue that device had over infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.